Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false pause episode due to undersensing. The icm remains in use. The patient is a participant in the stroke af study. No patient complications have been reported as a result of this event.